Manufacturer narrative:
Covidien reference:(B)(4).

Event description:
It was reported that, during patient use, the ventilator's compressor became inoperable. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to normal wear. If information is provided in the future, a supplemental report will be issued.